Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2023, it was reported that the infusion set's tubing came apart at the tubing connector. The site location was right side of patient's abdomen and the pump was located on the left side in relation to the site. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. Currently, the patient's blood glucose level was 500 mg/dl. Also, the health care professional suggested that symptoms of patient were indicative of diabetic ketoacidosis. No further information was available.